Manufacturer narrative:
(B)(4). The micropituitary shaft tips are broken off at the center of the jaw pivot pin forward. The broken off portions of the shaft are missing and not returned for analysis. Optical examination reveals a fairly brittle fracture surface, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument was broken off. The instrument was used in the surgery; no patient complications were reported.